Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and instructed the customer to perform the fault-finding steps. During which it was found that the f12 fuse on the mpdu was blown. The rse then guided the customer to replace the fuse. Following the replacement, the system was returned to working conditions. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system failed to turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.